Manufacturer narrative:
Device evaluated by MFR: device evaluation revealed there was blood and contrast in the wire lumen. Inspection of the balloon revealed a longitudinal tear in the balloon wall material measuring 22mm long. The tear started 3.5mm from the distal tip and extended most of the length of the balloon. Magnified inspection of the balloon material at the edges of the tear presented no indication of an initiation point or any material or manufacturing deficiencies that could have contributed to the formation of the tear. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention balloon rupture occurred. The 90% stenosed lesion being treated was located in the moderately tortuous left anterior descending artery. The physician advanced the 20mm x 2.0mm maverick 2 monorail balloon catheter to the target lesion. On the first inflation the balloon reached 8atms and ruptured. The device was successfully removed and the procedure was completed with a 2.0mm x 20mm non-bsc balloon catheter at 10atms. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at the time of event:18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention balloon rupture occurred. The 90% stenosed lesion being treated was located in the moderately tortuous left anterior descending artery. The physician advanced the 20mm x 2.0mm maverick 2 monorail balloon catheter to the target lesion. On the first inflation the balloon reached 8atms and ruptured. The device was successfully removed and the procedure was completed with a 2.0mm x 20mm non-bsc balloon catheter at 10atms. No patient complications were reported and the patient's status is good.